Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose level of 520-525 mg/dl. The customer required assistance and a manual injection was given to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.